Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s high blood glucose level was above 600 mg/dl at the time of incident. Customer reported that they put the infusion set in with the reservoir and the blood glucose kept going up and the customer couldn't figure out what was going on and took insulin by shot and the blood glucose came down but still blood glucose kept going up after and while changing, the tubing was found to be bent. Customer had high blood glucose due to bent cannula and location of insertion was stomach. Customer reported the drive support cap appeared normal. Customer was advised to change the entire set, reservoir and insulin and treat per hospital care practitioner¿s instruction. Only the infusion set will be returned for analysis.